Event description:
It was reported that during preparation for a percutaneous coronary interventional (pci) procedure, a rotawire fracture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left anterior descending (lad). Upon the physician's attempt to test the ablation rotational speed of the 1.50mm rotablator rotalink plus outside the patient, the rotawire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the rotawire guide wire was returned with a missing distal section. Only 200cm of the proximal section of the guide wire was received. The rotawire was submitted for sem analysis and the results indicated that the fracture occurred due to burr induced surface wear in a torsional overload direction. The rotational abrasion and the evidence of copper at the surrounding area of the fracture site are consistent with the burr running at high rpms while maintaining it in a stationary position over the guide wire, thus leading to a final fracture in bending and torsional direction. The dfu states: "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion". The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error because the device was not used in accordance with the dfu. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary interventional (pci) procedure, a rotawire fracture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left anterior descending (lad). Upon the physician's attempt to test the ablation rotational speed of the 1.50mm rotablator rotalink plus outside the patient, the rotawire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.